Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: exact date unknown/not provided, best estimate is during 2018. If implanted; give date: unknown/ not provided (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is hypermetropic, approximately + 2.5 following implantation in both eyes. Target od (right eye) was +2.15 with 20.0 diopter lens. 6 weeks post-op the refraction was measured as + 3.75. Os (left eye) vision is at +2.0. Patient suffers a lot from the different images od / os after the operation which necessitated the lens exchange. This required an incision enlargement and a new lens with 21.5 diopter was implanted on the (B)(6) 2020. Through follow-up we learned that the patients vision post-explant-implant is at +0.8 and patient is satisfied. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 2/6/2020. Device evaluation: the lens was observed under microscope and optic was observed cut in two pieces. This condition is typically of a removed lens. One of the haptic was observed detached and missing. Due the sample condition the complaint could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.